Event description:
It was reported that the image quality on the 9800 system was poor. It was noted that the films on lateral are dark and on the ap are too bright. Subsequent to the initial report it was mentioned that a filament regulator error happened during a case, but went away and the case was completed. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Found that metal from a fracture table was in the image and the image intensifier was too far from the anatomy on some of the shots. Instructed the user based on the findings. To address the filament regulator error, replaced the cmos battery and erased system flash and reloaded calibration files. The system was tested and found to be working as intended and placed back into service.